Event description:
Caller reported that the quick bolus and wake button on their pump was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to ensure proper button operation, including removing the pump from its case to alleviate the issue. Despite these efforts, the button remained problematic, leading to the decision to replace the pump. The replacement pump was provided under warranty, and the customer was informed about procedures for returning the defective pump. Technical support instructed the customer to let the battery deplete before returning the device using a pre-paid label and return box. Customer continued to use the pump for insulin therapy.